Event description:
The customer alleges back to back results on his meter of 106 mg/dl and hi. Lo control was out of range, but hi control was in range. The customer states the strips are stored in the kitchen near an exhaust fan and therefore, may have been exposed to high temperatures and humidity. Return requested and replacement was sent.

Manufacturer narrative:
The customer used all the strips and therefore, they cannot be returned.